Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Information was received via an email stream that sends out emails over a period of weeks to potential patients that have signed up to receive more information. Patient reported that he had a stryker knee replacement done last (B)(6) 2015 and currently is experiencing a clicking sound with a little pain when he walks.